Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. Fse found stuck sleeves in position #5, 7 and 8 of the pipette assembly. Fse cleaned collets and sleeves in all positions and tested the instrument. The instrument tested without further problem and was returned to expected operation.